Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the cable/cord/wiring of the motor device was damaged. It was further determined that the motor was too hot and noisy. It was further observed that the control unit had a crack, the coupling was defective and the hose was worn. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter lock assessment, handpiece temperature assessment, noise assessment and for safety assessment. It was noted on the service order that the motor was heating up and generating noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.